Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. There is no indication of a reagent issue, as the quality control performance is within expectations at the time of the event. However, the troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml, and a transient issue at that concentration cannot be completely ruled out. A vitros within-run precision test was not performed by the customer when requested. Therefore the performance of the vitros instrument cannot be ruled out as a contributing factor to the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as it could not be determined if the customer was following the sample collection device manufacturer recommendations so it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a higher than expected troponin I result from a single patient sample processed using a vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient sample 1 result of 0.097 ng/ml versus expected result of <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory and ortho clinical diagnostics (ortho) is not aware of any treatment being altered, stopped or initiated and there was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (Ortho) complaint number (B)(4).